Event description:
It was reported that a pt with an ivc filter presented with leg swelling. A CT and a venagram demonstrated that the filter had tilted approximately 45 degrees and migrated caudally approximately 2 cm. Imaging also demonstrated that one filter leg had perforated the cava by a few millimeters, possibly perforating the aorta. There was also a heavy clot burden observed within the filter. The pt underwent thrombolysis and it is not known whether the filter will be retrieved. The pt is currently asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.